Event description:
It was reported that during a laparoscopic gastric bypass procedure, gas leakage during use, performed the surgery with the leaking trocar/sleeves. Another device was used to complete procedure. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.